Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was in complete heart block in the 30 beats per minute (bpm), a patient data code was identified. Technical services (ts) was consulted, noted a stored treated episode that showed bradycardia with r to r intervals as long as 3 seconds, discussed that long intervals, cause the sensing profiles to decay to very sensitive levels which can contribute to oversensing which led to the inappropriate shock. This s-ICD system therapy was programmed off. Older episodes were not able to be opened on the programmed. Ts discussed possible reprogramming options to address the patient data code. An analysis of data was requested to determine the reason for not been able to open the episodes on the programmer. It was noted that the device firmware log did not show any unexpected errors or resets, the programmer log files showed a lot of telemetry timeouts and bad messages during the session, the attempts to read episode timed out and it seemed to be a marginal telemetry connection. Ts recommended a patient initiated interrogation (pii) in order to get data from previous episodes. This s-ICD system remains in service. No adverse patient effects were reported.